Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they received a replacement dtc and belt friday but when they charged the recharger (insr) and attempted to recharge their implanted ins they heard a clicking and insr screen was unresponsive. Patient services (pss) walked pt through resetting insr. Pt made one unsuccessful attempt then pss realized the patient had the dtc connected. Pss had pt unplug dtc and then follow reset steps again. The insr responded to the second reset and pt was able to start a recharge session with all eight coupling boxes filled. Pt stated their ins was at 1/4 (2 bars) battery level. Pt remarked that they have been wearing this "thing" (recharging antenna) for eight years and in the beginning they could recharge "everything" in about 30 minutes but then it progressively got longer. Pt said now they have to sit with this "thing" for almost an hour. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported. Pt mentioned they had a MRI appointment this past thursday to ensure everything was ok to move forward with a future ins replacement. Pt said their mdt field rep was present. Pt said they will be receiving a replacement ins on (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on june 8th and june 10th. Patient described that in addition to the insr being unresponsive, it was also beeping. Patient responded that the reason for replacement was due to the ins having a slow recharge and now having to recharge every day. When it was put in, they only had to charge every other day. They have been pleased with the device until 6-7 months ago.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.